Manufacturer narrative:
H10: the actual devices were not available; however, three (3) photographs of samples were provided for evaluation. Visual inspection was performed on the photograph using the naked eye which observed irregular brown flecks embedded in tubing on multiple areas due to degraded pieces of burned plastic outside the tubing. The reported condition was verified. The cause of the condition was due to the material during the extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven hundred sixty-eight (768) cysto/bladder irrigation sets had embedded particulate on the tubing. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.